Event description:
It was reported that the patient's lead was exhibiting high impedances. Reprogramming was able to provide the patient with effective therapy; however, surgical intervention is still planned to replace the lead.

Manufacturer narrative:
(B)(6). Date of event is estimated.

Manufacturer narrative:
High impedance was reported to abbott. No devices were returned for evaluation. As a result, the device history record of the device was reviewed to confirm that all manufacturing steps were completed and there were no non-conformances present that could have contributed to this issue. Based on the information received, the device was in conformance at shipment and a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
It was reported that the patient's lead was explanted and replaced, resolving the issue.